Manufacturer narrative:
Analysis of historical records. The two tl-hex struts involved in this event have not been received by orthofix srl (devices currently in use by patient). Unfortunately, also the code and lot numbers have not been made available, therefore it was not possible to perform the verification of the historical data (please kindly refer to MFR reports 9680825-2015-00038 and 9680825-2015-00039). Also the tl-hex ring code 99-56-22020 is currently in use by patient. The analysis of the historical data evidenced that this is the first notification we received in regards to this specific device code. Technical evaluation: a technical evaluation of the devices involved was not possible as the frame is still in use by patient and therefore not available for the technical evaluation. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case a (B)(6) year old patient was having treatment for a non union at the ankle, with a tl-hex system. Struts 2 & 3 popped out in the postoperative period and the patient replaced them. He returned to the hospital and the struts were repositioned and the locking screw retightened. Treatment then continued and no further problems arose. The patient's treatment is continuing. It seems likely that the strut locking screw was not tightened enough originally. We have to wait until treatment has finished and the components are returned. The patient has come to no harm. We can say little more at present and must await completion of treatment.". Final comments: a technical evaluation of the devices involved was not possible as the frame is still in use by patient and therefore not available for the technical evaluation. The medical evaluation evidenced as follow: "in this case a (B)(6) year old patient was having treatment for a non union at the ankle, with a tl-hex system. Struts 2 & 3 popped out in the postoperative period and the patient replaced them. He returned to the hospital and the struts were repositioned and the locking screw retightened. Treatment then continued and no further problems arose. The patient's treatment is continuing. It seems likely that the strut locking screw was not tightened enough originally. We have to wait until treatment has finished and the components are returned. The patient has come to no harm. ". A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the operative report, copies of the pre and post-operative x-rays and the devices availability for the technical evaluation. Orthofix srl historical records show that no other notifications have been received in regards to the tl-hex ring code 99-56-22020. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the devices involved become available, orthofix srl will finalize the investigation. Orthofix srl continues monitoring the devices on the market. Device currently in use by patient.

Event description:
The information initially provided by the local distributor indicates: (B)(6). O event description: patient called the clinic "to say the struts 2 and 3 are popping out and he keeps popping them back in". On (B)(6) 2015, orthofix srl received the following additional information on the event: the issue is relating to the grub screw "loosening" so the strut is able to be removed - however the frames this has happened have had the strut returned, tightened and the patient has completed the treatment without a repeat. Date of fixation: (B)(6) 2015. Frame type : ring + footplate. Issue: 2 struts loose. Status: undergoing treatment. Clinic appt: (B)(6) 2015 - 2:30pm. On (B)(6) 2015, orthofix srl received the relevant complaint report form which included the following additional information on the event: o the form makes reference to only one tl hex ring, code 99-56-22020 (double row footplate, 140mm, tl-hex sterile). O the codes and batches of the two tl hex struts initially communicated, are still not available. O patient information: male, (B)(6). O event description: strut had become loose and unsecure from the hex foot plate during post-operative correction. Upon the patient return to clinic, the grub screw was loosened the struts re-positioned and the grub screw re-tightened without issue. O the device failure did not have any adverse effects on patient. O the surgery was completed with used device. O the event did not lead to a clinically relevant increase in the duration of the surgical procedure. O an additional surgery was not required. O copies of the operative report are not available. O copies of the xrays are available (not received). Please also kindly refer to MFR reports 9680825-2015-00038 and 9680825-2015-00039. (B)(4).